Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively, the adaptor cup wouldn't thread onto the inserter. There was no patient involvement. No delays. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the item adaptor cup won¿t thread onto inserter. The issue was observed during pe-surgery. There was no patient involvement. No delays. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the kincise 1 emphsys strght impct has the treaded tip slightly stripped. Additionally the sample exhibits signs of heavy wear at the entire surface. A functional test was not performed since the mating device was not returned, however, based on the observed condition of the device, it is reasonable to conclude that this condition would likely impede the device from securely assemble with its mating device. Therefore, the reported allegation can be confirmed. The observed condition of the device could be consistent exposure to unintended forces, such as repeated impaction forces while the mating device was not fully threaded or in a misaligned position. As per IFU-501224297 under section: care and maintenance functional testing, a sequence of steps must be followed when attaching to the surgical impactor. Additionally, specifically advises: "ensure threads are properly engaged to prevent damage from cross threading". A dimensional inspection was not performed since it was not applicable to the complaint condition the overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.